Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer (xdcr) fault. A working turbine was installed to confirm the finding. Shortly after the malfunction was confirmed, the customer reinstalled the suspect component, and the device was alarming ventilator inoperable (vent inop). The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba) and a vela turbine assembly, and evaluated the device. An evaluation of the main pcba confirmed, but was unable to duplicate the reported issue. The event log showed transducer faults. An evaluation of the turbine assembly duplicated the reported issue. The event log confirmed a motor fault which is caused be a corrupted turbine interface pcba.